Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. The silica in the sstii tubes is there to aid coagulation. The complaint states use on equine samples.  Bd sstii tubes do not have product claims for animal use and all data captured by bd is on human samples only. We do not have the capability at this time for veterinary investigations based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that shortly after centrifuging the bd vacutainer® sst¿ ii advance plus blood collection tubes, the blood coagulates. As a result, hardly any serum is released and the blood/serum can no longer be examined. The blood must be collected again from the horse. There was no report of patient impact.

Manufacturer narrative:
There were multiple lot numbers. The information for each additional lot is as follows: d4. Medical device lot #: 3087958. D4. Medical device expiration date: 30-sep-2024. H4. Device manufacture date: 28-mar-2023. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that shortly after centrifuging the bd vacutainer® sst¿ ii advance plus blood collection tubes, the blood coagulates. As a result, hardly any serum is released and the blood/serum can no longer be examined. The blood must be collected again from the horse. There was no report of patient impact.